Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip log has not been requested as the strip lot number is unk. Customer reports she does not have any of the strips left and can not recall what the strip lot number was. Customer reports no further issues. The customer's complaint of imprecise sequential readings could not be substantiated with the info provided. Further investigation is not possible w/o the return of the customer's blood glucose monitor. This complaint file is closed.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the precision xtra blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.